Event description:
A certified technician reported that it was noted during insertion of an intraocular lens (iol) that one haptic was broken. The surgical incision was widened to facilitate removal of the iol. Additional information has been requested.